Event description:
Status post bilateral breast augmentation with silicone prostheses (04/28/89) with significant capsular contractures (right greater than the left). On june 19, 1997, pt underwent bilateral open capulotomies, capsulectomies and exchange of implants with saline implants. Both explanted silicone implants were removed intact. There were no visible signs of rupture or leakage.